Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise and out of range pace impedances on the right atrial (ra) lead. The impedance values were greater than 2500 ohms. During testing, sensing and pacing thresholds also decreased and the noise could be reproduced with isometrics. A revision procedure then occurred and the ra lead was surgically abandoned. This ICD remains in service. No additional adverse patient effects were reported.